Event description:
A home patient contacted baxter's technical service center regarding the notation of an incomplete prime of the patient line tubing of the integrated homechoice set after the prime cycle had completed with the homechoice machine. The home patient initiated treatment without being connected prompting a system error 2240 alarm. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, no patient injury or medical intervention was associated with this incident.